Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed a striated opening in the anterior side assessed as surgical damage and have non penetrating nicks with striated marks assessed as to surgical tool scratch like. Also observed a crack on diaphragm valve assessed as to cracked valve seat diaphragm valve. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device of the shell. Wear abrasion observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported capsular contracture, baker grade unknown. Device has been explanted and replaced.